Event description:
This complaint has been reviewed for the information the manufacturer received through a representative of the customer stating "we have been advised by the clinic that the patient has sadly passed away. There is no allegation that the device contributed to the death". Complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information the manufacturer received through a representative of the customer stating "we have been advised by the clinic that the patient has sadly passed away. There is no allegation that the device contributed to the death." Complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device was evaluated by the manufacturer's product investigation laboratory (pil). "The product investigation lab (pil) is unable to confirm an interruption of therapy of this bipap a40 pro. External visual inspection found no defects. Pil downloaded the device error log to review the events from the log. The incident was reported on (B)(6) 2024. The error log review did find patient related alarms, and not defective component alarms. This device was powered off (B)(6) 2024 and not powered up again until (B)(6) 2025. At the pil, the unit ran 25 minutes on quicklung f7797, without alarm or error. No allegations have been made against this device. This unit will be scrapped per the requirements set forth in work instruction 8.4-1131 rev 9 and disposed of accordingly".